Manufacturer narrative:
Corrected data: h.7, h.9, and the recall statement in the additional narrative. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the bra roll/back fat, flanks, and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2018 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. On (B)(6) 2019 the bra roll/back fat treated areas developed firmness and visible enlargement. On (B)(6)2021 the patient was assessed and diagnosed with paradoxical hyperplasia (ph) to the bra roll/back fat area.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the bra roll/back fat, flanks, and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2018 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. On (B)(6) 2019 the bra roll/back fat treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed and diagnosed with paradoxical hyperplasia (ph) to the bra roll/back fat area.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the bra roll/back fat, flanks, and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2018 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and lower abdomen using a coolcurve plus and coolmax applicator. On (B)(6) 2019 the bra roll/back fat treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed and diagnosed with paradoxical hyperplasia (ph) to the bra roll/back fat area.